Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device making a loud noise was confirmed. The condition that the device ¿died out¿ was not confirmed. An assessment was performed on the device which determined the unit was making a loud unusual noise and overheated. It was further determined that the driveshaft was broken. The cause of this condition was determined to be due to excessive force being used during use. The assignable root cause was determined to be component damage due to misuse, abuse, and possible user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device "has loud noise / just died out". During in-house engineering evaluation it was found that the device was making loud unusual noise and overheated. It was further noted that the driveshaft was broken. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.